Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed and the cause was identified as air in the patient line (patient had stated there was air in the patient line); which is a known cause for a low drain volume alarm. The cause for the air in the patient line is unknown. Baxter has received similar reports for the reported problem. Additional investigation for low drain volume alarms is being conducted through (B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) reported that there was air in the patient line. The technical service representative (tsr) assisted the hp to end the therapy and advised to contact nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.